Event description:
Customer reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump case, inspect and clean the pneumatic tap area, and remove the o-ring. The customer successfully reloaded the cartridge and was able to resume insulin therapy.